Event description:
The patient's mother contacted animas on (B)(6) 2012 to report a low blood glucose (bg) excursion. The patient's mother informed customer support that the patient was started on the pump on (B)(6) 2012 and did their first set change on the evening of (B)(6) 2012. The reporter claimed the patient began having lows that evening. The patient's mother reported a bg of 79mg/dl at 9:45pm, a bg of 64mg/dl at midnight and a bg of 39mg/dl later. There was no mention of symptoms. The patient's mother reported treating the low bg with gummies to help her bring her back up. The reporter informed customer support that she also contacted the hospital regarding low bg and was advised by an hcp to suspend pump for 30 minutes and change the basal settings back to the original settings from when the patient was started on the pump. At the time of troubleshooting, the patient's mother confirmed that the pump was set to the correct date/time. Customer support noted that review of pump's bolus history did not reveal any unaccounted boluses. Tdd matched up with bolus totals. While reviewing pump's basal profile, the reporter claimed that the current basal rate settings did not match that of the discharge instructions given to the reporter. Customer support assisted the reporter with changing the setting per the doctor's instructions and noted that the change would give patient a higher basal at 7am. Although troubleshooting did not reveal a product defect with the subject pump, this complaint is being reported because the patient reportedly developed signs/symptoms of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction or insulin delivery interruption were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no internal defects were found. No delivery related defects were found during testing.